Manufacturer narrative:
Confirmed battery issue 10, 114, 61. Did not confirm data issue 10, 213, 67.

Event description:
It was reported that the pump battery could not be charged and the pump history was missing data despite being in use. Customer¿s blood glucose level was 280 mg/dl. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.